Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had crack and reset to work clock. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked case, cracked case at the reservoir tube window corners and cracked reservoir tube window. No frozen screen noted during test and time clock advances properly. (B)(4).